Event description:
Reportedly, the device locked on the common bile duct during the procedure and was unable to be removed easily resulting in torn tissue. There were no reports of patient injury or ill-effects. Procedure type: unk